Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pacing impedances greater than 2000 ohms on the right ventricular (rv) channel. Additionally, episodes of stored rv noise were observed. The competitor's rv lead was suspected to be fractured. A revision procedure was performed and the rv lead was surgically abandoned and replaced. During the revision, the rv lead was tested via a pacing system analyzer but the out of range pacing impedances were not recreated and no obvious lead damage was observed. This pacemaker remains in service. No additional adverse patient effects were reported.